Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). This report is for one unknown nail. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail surgery, that the trochanteric collar that is used to insert the screw into the short trochanteric fixation nail missed the aiming arm. The surgeon forced the aiming arm which probably caused the screw to miss nail. He used a perfect circle to put the screw through the nail. The surgery was completed and surgeon was happy with results. This report is for an unknown nail. This is report 2 of 3 for (B)(4).